Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). For past couple of months pt has had issues with their externals recharging their ins. The pt has two, intellis ins's and they have become loose in the pocket such that they are very close together currently. Today in clinic, when pt tries to charge their ins, it seems to be trying to communicate with unintended ins. Caller says one ins is depleted as pt is not using that ins currently. Caller retried re-pairing controller with ins and caller connected to intended ins successfully with just controller. When caller attached the recharger (rtm), it was asking whether to charge the unfamiliar device. Caller then went ahead with this flow and was able to start charge session with the intended ins successfully with ins showing at 60%. Issue resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97715 ( (B)(6) ); product type: 0197-implantable neurostimulator; implant date (B)(6) 2018; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.